Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was hot to the touch despite being in room-temperature conditions which resulted in the insulin increasing in temperature; allegedly the customer also was burned by the hot pump. Reportedly, the pump was charging during the reported event. Additionally, it was reported that the pump time was incorrect; cause was unknown. In addition, a cartridge change error occurred and the cartridge was leaking from the luer lock connection. The customer's blood glucose ranged from 185-410 mg/dl. As a result of the issues, the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and insulin and was released from the ICU on (B)(6) 2021 with no permanent damage with the issues resolved. Reportedly, the customer reverted to manual injections for insulin therapy.